Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient experienced dizziness, black vision and loss of consciousness. The patient was treated by their parent with juice and sugar water. When a fingerstick was taken the cgm was reading 80 mg/dl and the blood glucose reading was 30 mg/dl. No further treatment was reported and there was no information that the patient would have gone to the hospital. There was no documentation of further medical intervention. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.